Manufacturer narrative:
The field service engineer checked the analyzer and performed maintenance on the analyzer. The engineer confirmed that the instrument is working well, without issues. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of discrepant tp2 total protein gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial tp2 result was 5.6 mg/dl and the repeat result was 7.2 mg/dl on the same c 501 module. The tp2 result was 7.0 mg/dl with the patient sample on a different c 501 module. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The tp2 reagent lot number was 24632201 with an expiration date of 31-aug-2018. The provided calibration and qc data were acceptable. Based on review of the alarm trace there were alarms on the day of the event. Based on the acceptable calibration and qc data a reagent problem can be ruled out.